Event description:
Per report received from france, it was a case of an implant of a 23mm sapien 3 ultra valve in aortic position by transfemoral approach. During the procedure, resistance was encountered during advancement of the delivery system through the sheath when the delivery system reached the tip of the sheath. In addition, difficulty in performing valve alignment was found. The alignment was performed in a straight section of the aorta with no calcification. During fine alignment, the wheel was at the end, but the valve was still not aligned. The system was unlocked and the wheel turned back to attempt to turn it again. The system was unlocked and relocked as necessary to release all the tension inside the system. The alignment and the procedure was then able to be performed successfully. At the end of the procedure, after device removal, it was noted that the esheath distal tip was torn, with the tip completely separated. The patient remained in stable condition without any patient injury or complication.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions, and h11 have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed that the esheath distal tip was torn and separated. The complaints for sheath distal tip torn, system components separate during use and difficulty advancing through sheath were confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Although it was reported "mild" calcification and tortuosity, and a minimum luminal diameter of 7mm, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient factors - such as challenging anatomy may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.